Event description:
Rptr nearly died in 1988 from a lung disease. Rptr had a persistent tickle in her chest, her lungs filled up constantly with a horrible amount of fluid, and her breasts felt like they were the size of footballs literally and rptr had to wear an elastic bandage around her chest to support them as it seemed like the weight was crushing and cutting off her breathing. Something felt like it was rolling around in the upper part of her body. Rptr lost the ability to sneeze at all when she needed to sneeze. Her heart felt like it was thrown against a wall with the slightest bump. Drs couldn't identify the cause and called it "environmental related or legionnaire's diseae. Rptr only started to get better after a horrible night of pain caused by some kind of ball rolling around in her chest and back. Rptr woke up the next morning and a clear bubble about the size of a quarter (like a sun blister) had formed just below her left breast. Clear fluid came out. Rptr started getting better after this and the lung specialist's medication of a steroid of some type. Also rptr has had lung, bone, and colon problems, rashes, hives, sweats and now burning of the palms of hands and soles of feet. Her hands and feet were always unbearable cold at night, even though she is under blankets. Rptr breaks out in crusts on her body, mainly her top torso. She had pre-cancers burned off by the dermatologists every other month. All these years rptr has asked drs if her illnesses could be "implant" related and they said that they didn't know but most likely not. Rptr was an extremely healthy person who rarely got sick before she had implants.